Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the returned probe had a twisted tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had three instruments that were bent and twisted. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that general use contributed to the damage to the probes and that they were visually bent. The site did not try to verify them since they did not want to use bent instruments when navigating.